Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during the prostatectomy simple procedure, the 8mm monopolar curved scissors instrument had non-intuitive motion. Left / right of the tips did not follow the hand controls. The customer removed the instrument and noticed worn wire on the wrist of the instrument. The customer replaced the instrument with a backup one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage noted. The issue occurred when the surgeon's head was inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to the inability to move the instrument. The movements scaled as intended. The instrument did not move (left/right) in the intended direction. There was no movement. There was no shakiness or instrument-to-instrument or arm-to-arm interference. There were no external collisions. The issue was persistent. They replaced it with a back-up instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result, one of the grip tips is unable to open or close when the grip input is manually articulated. Due to the cable breakage, functional tests are unable to be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.